Event description:
It was reported the sensor was missing/bent electrode. Customer's blood glucose was unknown. The sensor appeared bent, retracted, or damaged. The sensor is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.